Manufacturer narrative:
Analysis confirmed the reported issue; the programmer powered up to an error. Additionally, the stylus was not working. It was also found that the hard drive was not able to be reimaged, and the lower case was worn. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a black screen when starting the programmer. The programmer was returned for servicing. The programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.